Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted damage to the reservoir ring of the insulin pump. No further notes on troubleshooting are available. It was not noted if the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, corroded battery tube and minor scratches on lcd window.